Event description:
Pt reported they just received new pump and when turning it on alarm lights up and says system time out. Per troubleshooting manual, this pump needs maintenance. Pt does not have supplies for gravity infusion and has already pooled medication into gravity bag, therefore this dose has to be wasted. Pt will be without medication until replacement dose and pump is shipped. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c - infuse 70gm (700ml) on day 1 and 2 & 60gm (600ml) on day 3 (consecutive days). Did pt miss a dose or have an interruption to therapy? ¿ yes. Did adverse event(s) result due to product issue? ¿ unknown. Did pharmacy replace device? ¿ yes. Is device associated with event available for return? ¿ unknown.